Event description:
It was reported that right ventricular (rv) lead undersensing led to a failure of the implantable cardioverter defibrillator (ICD) to deliver therapy during defibrillation threshold testing. The lead was repositioned and testing was successful. The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.